Event description:
Per the clinic, the patient experienced redness around the implant magnet site, and a softwear pad was applied to the area. Subsequently, on further checkup, the magnet strength was reduced. Despite this adjustment, the redness persisted and the affected area was subsequently dressed. The patient was also treated with a topical medication (specific date, duration and type of medication not reported) and discontinued the use of the device. Despite one month of non-usage, the implant site progressively thinned and the receiver/stimulator area began to extrude. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.